Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6 -10.5 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2024 due to significant reduction of endothelial cell count or significant endothelial cell loss. This resolved the problem. Cause of event reported as unknown.